Event description:
It was reported that, during a cori assisted tka procedure, the bur on a real intelligence robotic drill stopped spinning halfway through burring the femur and surgeon had to convert to a manual procedure. The procedure was completed, after a non-significant delay. Patient was not harmed as consequence of this problem. Robotic drill diagnostics was performed after the case and bur still did not spin.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic cori drill rob10013, sn (B)(6), used for treatment, was returned for an evaluation. Nothing was visually identified that contributed to the reported failure. A functional evaluation was performed and the reported scenario that the bur stopped spinning can be confirmed. A key performance characteristics (kpc) test was completed first, loading the attachment and burr was possible. It was noticed that the bur doesn't spin during the kpc test. The handpiece was disassembled for further investigation. The exposure motor was tested and passed. The carriage was disassembled, and it was found that the rear bearing was disintegrated and stuck. A known working carriage assembly was swapped into the handpiece, and it was possible to successfully complete a kpc test and a test case. The most likely cause for the reported scenario is a disintegrated bearing. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).